Manufacturer narrative:
Analysis of the ins ((B)(4)) found that it reached normal end of life, telemetry and out were ok. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient observed a 'call your doctor' symbol on the patient programmer over the weekend and contacted the rep. The rep read the ins with the physician programmer and observed an end of service (eos) message. It was noted that there was dissatisfaction with the longevity of the ins. The patient had high settings of program a1: 10.5v, 450 pw and 45 hz, and program a2: 10.5v, 450ps and 45 rate. Group impedance was 571 ohms (a1) and 521 (a2). There was a longevity estimate of 3 months to eos. Technical services (ts) reviewed ins battery bounce back when high draw scenario is removed. The ins battery was 3.89 volts. The rep said the patient turned the ins off once in a while, and ts reviewed battery bounce and tripping the eos flag. The rep said they would be reprogramming the ins and ts discussed with current settings it most likely would not last longer than 1 to 1.5 months. Later, the rep reported that the ins battery was at 2.895 volts, but showed eos. The rep wanted to know if there is a way to turn the stimulation back on. Ts reviewed with the rep that it was not possible to turn the stimulation back on after the eos had been tripped. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the premature eos was not determined. The rep said it could have been from the patient running the ins at max intensity. The rep stated they couldn¿t resolve the issue since the ins went into eos state. The ins was explanted and replaced. No further complications were reported/anticipated.